Event description:
On (B)(6) 2010, a respiratory therapist reports a loud leaking sound and loss of drug from the inomax ds device #(B)(4). The respiratory therapist states there was no interruption of therapy to the pt and no impact to the pt or adverse event occurred. The device was replaced with another device and removed from service to be returned to the company for investigation.

Manufacturer narrative:
On (B)(6) 2010, a respiratory therapist reports a leak from the inomax ds device #(B)(4). H3: eval summary - the investigation of the device is complete and is as follows: the device was confirmed to have a leak that was traced to the pressure switch. The pressure switch was replaced, and it was confirmed the leak stopped and was corrected. The root cause of the incident was a failed pressure switch.